Manufacturer narrative:
Device evaluated by manufacturer?: visual inspection of the returned product found the lens torn into two pieces, from one haptic, through the optic to the other haptic. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Claim # (B)(4).

Event description:
The reporter stated the surgeon inserted and removed a cc4204a collamer single piece lens, +22.0 diopter, within the same surgery, due to changing his mind for a smaller diopter lens. There was no patient injury, no enlarged incision or sutures. The reporter stated the cause of the event was surgeons decision and there was no issue with the lens or injector system.